Manufacturer narrative:
G4:02dec2020, b4:04dec2020 . The navigation-ring failures were determined to be due to liquid ingress. The device was not being used for treatment when the reported event occurred, and the device failed to meet specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The user interface (ui) front bezel assembly was returned for investigation. Visual inspection of the ui front bezel assembly revealed no evidence of damage or contamination as received. The nav-ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (nav-ring) matrix that causes the nav-ring to not function.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
The customer contacted customer support stating that the unit has a bad nav-ring and that settings move on their own. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem.